Event description:
Teleflex medical customer service in other country reported an end-user alleges that the skin stapler staples are jammed. No patient injury or medical intervention was reported.

Manufacturer narrative:
The actual devices have not been returned for evaluation. Teleflex medical is in the process of evaluating unopened samples. A follow up report will be filed upon completion of the evaluation.